Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. The screen display was dark with 95% brightness degradation upon turning on the power. Determined the inverter board is faulty in the internal winding possibly due to an arcing. The secondary winding of the transformer has sign of burning. The inverter board will be replaced in production. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The reported issue was confirmed.

Event description:
A peritoneal dialysis (pd) patient reported when powering up the cycler the cycler screen was very dim and could only faintly be viewed if all the lights are off in the room. The pd patient had tried to adjust the brightness to no avail. The patient was able to revert to continuous ambulatory peritoneal dialysis (capd) therapy to complete pd treatment and the patient's machine was replaced. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient¿s reported issues were resolved. During investigation of the cycler it was discovered the inverter board was faulty in the internal winding possibly due to an arcing. The secondary winding of the transformer had signs of burning.